Manufacturer narrative:
The age of the device was calculated as the time elapsed between device sterilization and the date of the event. (B)(4). Sorin group (B)(4) manufactures the inspire 6 hollow fiber oxygenator with integrated hardshell venous/cardiotomy reservoir. The incident occurred in (B)(6). Per exemption letter number e2016005. Nor the complained oxygenator neither any picture of the issue were made available for event investigation. Based on similar events previously investigated, the leak could have been caused by either a delamination or a crack of the metal pin of the holder of the temperature probe. Without the possibility to investigate the unit, a clear root cause could not be assessed. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. As a part of continous improvement process, a new supplier and temperature probe manufacturing process has been validated in september 2018. The complained oxygenator was manufactured before september 2018. Livanova will keep monitoring the market for similar events. Device not available.

Event description:
Sorin group (B)(4) has received a report that at the beginning of the cardiopulmonary bypass, a leak noticed from the arterial temperature probe well of the inspire 6 oxygenator according to information, no leak was detected during priming. Total blood loss was approximately 20cc. Livanova was informed by us mail on 12/31/2018 the case was reported: report medwatch # (B)(4).